Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's eval of a spectrum pump, the unit would not turn on with the wireless module that it was received with. There was no pt involvement.